Event description:
Medwatch report states: pt was admitted for revision of right knee, secondary to pain and instability, from loosening of components. In accordance with hospital policy, the components removed are not available for release.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened. Additional info from the user facility report: (B)(4).